Event description:
Problem is with the permasorb 5mm disposable fixation device with absorbable fasteners. The stapler is not firing properly. At times, it misfires and at other times, it sticks (per a dr). It has been requested that the 2 staplers be returned to the MFR. No harm was done to the pt.